Manufacturer narrative:
H1 correction: the initial MDR noted a serious injury/intervention; however, this is assessed as a reportable malfunction. Investigation results: the device was not provided for investigation. Therefore a investigation of the device itself was not possible. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. There are no hints for a material problem. It is not possible to determine a definitive root cause for the mentioned failure. Based on the provided information and without a product for investigation, a clear conclusion can not be drawn. Based on the investigations and results of the 8d report no CAPA is necessary.

Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with as columbus. According to the description text, it was reported that the incident occurred on (B)(6) 2020. The type of indication was columbus revision knee arthroplasty. Upon cementing final implant in, surgeon noticed cement coming out of female screw hole in tibial baseplate that holds the screw for final polyethylene/gliding surface. Concerned that upon drying, cement particles could be caught between tibial baseplate and final polyethylene/glide surface and create backside wear; or that cement may dry in the female screw end and prevent final polyethylene/glide surface screw from properly inserting. Surgeon was careful to clean everything out and there were no issues in end. However, cement should not push up through this hole" per additional information provided on 28august2020, it was noted that implants were successfully used in two separate cases however the surgeon was required to take additional measures to remove the cement that got into the screw holes there were no impact to the patients and there was no harm to the patients. But there has been a surgical delay of 10 minutes. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).